Manufacturer narrative:
The information provided in weight was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for son via phone call for blank display. Blood glucose at the time of incident was unknown. The customer stated her son¿s insulin pump is not turning on. The insulin pump will not be returned for analysis.